Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some undersensing beats on the right atrial (ra) channel. Which led to inappropriate anti-tachycardia pacing (atp). Additional information received indicated that inappropriate shock therapy was delivered due to supraventricular tachycardia (svt), as a result of the undersensed ra beats. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some undersensing beats on the right atrial (ra) channel. Which led to inappropriate anti-tachycardia pacing (atp). Additional information received indicated that inappropriate therapy was delivered due to supraventricular tachycardia (svt), as a result of the undersensed ra beats. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.